Event description:
The consumer reported that "poor communication" was seen on the patient programmer, there was no communication with the implantable neurostimulator recharger (insr), and the "reposition antenna" screen was seen on the insr on (B)(6) 2016. The patient did not know the last time stimulation was felt, and the last successful recharge session was unknown. It was further reported that the patient had not charged due to an operation to repair the aorta and place 2 stents; the patient noted she thought the operation was on (B)(6) 2016. Stimulation was turned off for the operation, and the patient was requesting assistance to turn stimulation back on. The patient was to follow up with the healthcare professional for physician mode recharge (pmr). The patient later reported that the patient's healthcare professional no longer worked with spinal cord stimulation (scs) devices. The patient's indications for use included non-malignant pain and failed back syndrome - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.